Manufacturer narrative:
Additional information was received that x-ray confirmed lead migration. No x-ray was taken to confirm lead fracture. No further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had overstimulation. High impedances were also observed based on the database analysis performed. Lead fracture was noted, and the patient will undergo a lead revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had overstimulation. High impedances were also observed based on the database analysis performed. Lead fracture was noted, and the patient will undergo a lead revision procedure.